Event description:
While starting a patient's IV in pre op, the nurse noticed that the luer lock would not connect with the IV tubing. Upon examination of the catheter end, the nurse noted an abnormal shape to the luer lock of the IV. The device appeared to have an extra piece or broken piece of plastic per the nurse. As this device was not usable, the nurse discarded the device and used a second device to start the IV. The second IV was started successfully and no harm came to the patient.